Event description:
Customer called to report a hospitalization on (B)(6) 2014 for high blood glucose. Blood glucose reading at the time of hospitalization was 407 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. The customer had been sick all day prior to the hospitalization. The insulin pump was removed once she was in the hospital. The customer left the hospital on (B)(6) 2014. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.